Manufacturer narrative:
H.6. Investigation summary: according to the DHR review process; the result showed there were no issues reported like hard and sharp flash during the manufacturing process of the lot number reported under this customer complaint. The complaint sample that was reported was not possible to be returned and because of that the following observations were made using the pictures provided by the customer. Based on the samples was observed the characteristics of the lid that caused the issue and its as follow: it was confirmed the lot number 8113925. It was confirmed that the collector was filled under the fill line. It was observed that the lid has the final closure. The flash can be observed in the lip of the lid entry, however was not possible confirm if the flash dimensions are greater than the lowest dimensional limit requirement 0.050in. Root cause unable to confirm the root cause due to the lack of the physical sample that was reported in the complaint.

Event description:
It was reported with the use of the bd¿ next generation sharps collector yellow there was an issue with a cut from brushing against the lip of the collector. Accident was reported to worker health and safety department and the cut was treated.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ next generation sharps collector yellow there was an issue with a cut from brushing against the lip of the collector. Accident was reported to worker health and safety department and the cut was treated.